Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter collapsed and stopped draining. The complainant stated that a bladder scan was performed, and revealed less than 500cc of urine. Subsequently, the catheter was removed and replaced without incident. No patient injury was reported

Manufacturer narrative:
Received 1 used foley catheter with the drainage bag still attached. Per the visual inspection, the exterior of the sample was inspected and the sensor wire was snaking in the thermistor lumen. Per the functional testing, the tip end was dissected and it was found that the tip of the sensor wire was not in the tip of the catheter. A simulation of the snaking was performed by using excessive pull force and observed the wire retract up the lumen and gave rippling appearance in the catheter exterior. The catheter looks like it was stretched during use which caused the temperature wire to retract up the lumen. That was why the sample appeared to have collapsed. The reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not stretch." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter collapsed and stopped draining. The complainant stated that a bladder scan was performed, and revealed less than 500cc of urine. Subsequently, the catheter was removed and replaced without incident. No patient injury was reported